Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A spouse reports that her husband was admitted to a hospital on (B)(6) 2014, where he was diagnosed with experiencing a myocardial infarction. The pt did not dialyze on (B)(6) 2014. While admitted, the pt expired. According to this spouse, the pt was not dialyzing at or four hours prior to the time of death.